Event description:
Additional information received on (B)(6), 2010: on (B)(6), 2010 patient was submitted to explorative laparotomy and jejunal resection due to diffuse peritonitis following jejunal perforation (5-6mm, located 20cm below jejunal catheter.) Furthermore enterotomy to remove phytobezoar (bezoar caused by aggregation of vegetal food residues) on the lace located on the tip of the catheter was performed. The reported outcome is "recovered with sequelae."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Original date of event was reported as (B)(6), 2010, should be (B)(6), 2010. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage of parkinson's disease. The j-tube was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the patient presented with abdominal pain, inflammation and infection. In addition, the patient had an intestinal perforation with phytobezoar. The perforation was sutured and the phytobezoar was surgically removed. The gastroenterologist did not remove the j-tube. Patient stopped infusion of duodopa medication. The patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.